Manufacturer narrative:
One pump was received for evaluation. Visual inspection of the pump found it to be in good physical condition. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Review of the pump's event history log has shown indications of one 20ml delivery accuracy test performed prior to the pump's return to smiths. Functional testing to detect for delivery accuracy found the pump to be delivering within specification. The customer's complaint could not be confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical cadd legacy mdl, 6500 is under-delivering. No further information available. No patient injury resulted.